Event description:
It was reported that there was a crack on the insulin pump going from the corner of the screen up to the top. The customer's blob glucose was 96 mg/dl. The customer also stated that they have been experiencing high blood glucose levels for several days but was not sure if it could have been due to the physical damage on the device. Nothing further was reported.

Manufacturer narrative:
The insulin pump had cracked display window corners, a cracked reservoir tube lip, and minor scratches on the display window. The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and no delivery tests.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.